Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported a combi set blood leak that occurred during a patient¿s hd treatment. Approximately one hour and thirty minutes into the patient¿s treatment, blood was observed leaking externally from the combi set bloodline. The fa stated that it was just a couple of drops. The machine, a fresenius 2008t, gave off an air detector alarm. Upon further inspection of the combi set, a tiny nick was identified on ¿the segment where the material is thicker¿. No leaking was observed during the priming procedure, and no damage was found on the lines prior to use. It was also confirmed that there were no changes in the patient¿s blood flow rate (bfr) leading up to the event. The patient was using a fresenius optiflux dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reportedly available to be returned for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: two complaint devices were returned to the manufacturer for physical evaluation. The samples were not in their original packaging with label identification. The samples were disinfected and during the disinfection of the complaint samples, the alleged failure mode was confirmed; a leak was found in the pump tubing of both samples. In addition, a visual inspection was performed to the pump tubing of both samples, and during the visual inspection, tears were found in the pump tubing. The cause of the tears could not be established because the samples worked as intended during the priming stage. However, this kind of damage (a tear) could be caused by incorrect handling of the product either during the manufacturing process or treatment setup. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the complaint was able to confirm the reported event.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported a combi set blood leak that occurred during a patient¿s hd treatment. Approximately one hour and thirty minutes into the patient¿s treatment, blood was observed leaking externally from the combi set bloodline. The fa stated that it was just a couple of drops. The machine, a fresenius 2008t, gave off an air detector alarm. Upon further inspection of the combi set, a tiny nick was identified on ¿the segment where the material is thicker¿. No leaking was observed during the priming procedure, and no damage was found on the lines prior to use. It was also confirmed that there were no changes in the patient¿s blood flow rate (bfr) leading up to the event. The patient was using a fresenius optiflux dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 250 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The complaint device was reportedly available to be returned for a manufacturer evaluation.